Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen due to them not feeling well. It was reported that the right ventricular (rv) lead had possibly fractured and was unable to capture. It was also reported that the rv lead had low pacing impedance and unstable high thresholds. It was further reported that the implantable pulse generator (ipg) was unable to interrogate. The rv lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.